Event description:
Bilateral tka procedure using quill 2-o pdo for capsular closure. Two weeks post procedure, while in a rehab session, pt experienced a popping sensation. Two weeks later, while climbing the stairs at home, pt experienced a second popping sensation. Pt was re-opened in the operating room and it was found that the quill material was broken. At that time, it was also noted that the #1 vicryl product that was used was also broken. This pt was morbidly obese, had suffered a knee dislocation prior to surgery, and her knees were valgus. Pt is healing well with no further complications. (B)(4).

Manufacturer narrative:
At this moment, samples have not been returned to surgical specialties puerto rico inc dba angiotech for evaluation. Method - at this moment, samples have not been returned to surgical specialties puerto rico inc dba angiotech for evaluation. Results/conclusions: at this moment, samples have not been returned to surgical specialties puerto rico inc dba angiotech for evaluation. Relevant portions of the device history record were reviewed for corresponding issues identified during the manufacturing process or at final inspection. Finished good product was received into inventory without quality issues. It is not certain if lot mq03080 was used for this specific pt. Lot number has not been confirmed. (B)(4), item #(B)(4), quill knotless tissue closure device 2hr36 #2 pdo 36 x 36, lot mq03080.